Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device check following the implant procedure a pacing failure was noted on the right ventricular (rv) lead. Dislodgment due to lack of slack was noted on x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.